Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced hypoglycemia. The customer¿s low blood glucose level was 42 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose level. The customer stated that insulin pump had air bubbles at tubing near reservoir. The insulin pump will not be returned for the analysis.